Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Patient suffered domestic abuse and a fall off the staircase. Implant stopped working as a result of the bashes to her head. The user has been re-implanted.

Event description:
Implant stopped working as a result of the bashes to her head. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.